Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. Customer confirmed that the site was disconnected before the bolus was delivered. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.